Event description:
I had mentor implants put in at (B)(6). About 6 months after noticed I had issues. Four years later my arms went numb, I kept having multiple spasms in my chest and was not able to walk, hair loss, chronic fatigue, wasn¿t able to eat certain foods, brain fog, had to get a colonoscopy at (B)(6) because I could no longer go to the bathroom like usual, hormone imbalance, depression, shots for nerve damage, therapy for depression.